Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that about 5 years ago the patient went into a hot tub that was too hot and that the pump seized and had to be replaced. No symptoms were reported. No further complications have been reported as a result of this event